Event description:
Customer reported an issue with their t:slim x2 device, stating that the device does not always initiate charging when connected to the charger. There was no adverse impact to the customer's blood glucose level. Customer declined further follow-up from customer technical support and is in the process of obtaining a renewal pump.